Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up for a tka procedure, the lgn rk hk offset coupler trial std 6mm broke. As this was noticed before procedure, there was not any patient involved.

Manufacturer narrative:
Additional information received by the manufacturer. It has been identified that this event should be re-evaluated for MDR reporting. The new information states that the device shows signs of extensive use, but is not broken or fractured, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.